Event description:
(B)(4). Insertion day. Had pain from the first day, as to be expected, but this pain never really went away. Side effects became progressively worse until I had it removed in (B)(6) of 2013.